Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 48-year-old male with a history of heart failure and cardiogenic shock underwent implantation of an impella 5.5 for left-sided mechanical circulatory support. Given the extent of cardiogenic shock and concerns for right ventricular failure, the heart team proceeded with an attempt to implant an impella rp with smartassist (rpsa) via the femoral vein to provide right-sided mechanical circulatory support. During the procedure, the team was unable to advance the impella rpsa catheter across the right heart and into the pulmonary artery. The attempt was unsuccessful due to: significant vessel tortuosity, preventing advancement to appropriate pulmonary artery position. Given the inability to safely advance the device, the impella rp was removed. The heart team planned to proceed with placement of an impella rp flex via an alternative access site better suited for the patient¿s anatomy remained supported by impella 5.5 after unsuccessful rp implant. Plans made to pursue rp flex placement for right-sided mechanical circulatory support via alternative access. No hemodynamic instability or adverse events reported from the unsuccessful rpsa attempt.